Manufacturer narrative:
The manufacturer previously reported a ventilator failed a test step during testing and the field service engineer replaced the device's 3-way solenoid valve and proportional valve to address the issue. The components were returned to the manufacturer's product investigation laboratory for investigation. The device was tested and passed all testing. The proportional valve investigation states the pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The solenoid investigation states the pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and solenoid current verification at pretest and aecm verification at posttest and passed testing at posttest, however failed aecm verification testing at pretest. Pil suspects that internal contamination caused the failure of the solenoid.

Event description:
The manufacturer received information alleging a ventilator failed at test step during testing indicating an active exhalation control module failure. There was no harm or injury reported. The device evaluation has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.